Event description:
The tip of a central venous catheter, that was inserted under fluoroscopic guidance into the superior vena cava-right atrium junction, subsequently flipped out of position into the right subclavian vein. The patient returned to the operating room where the same catheter was repositioned.